Manufacturer narrative:
Follow-up # 1 ¿ (07/03/2014).the patient¿s meter and test strips have been returned on 6/13/2014 and 6/30/2014, respectively, and evaluated by lifescan product analysis on 6/18/2014 and 7/1/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip to check the structural integrity. The structural integrity of the test strip vial was found to be intact during a gross leak test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter is giving inaccurately high readings of ¿168, 212, 195, and 216 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation and the follow-up information obtained on (B)(6) 2014. The patient tests his blood glucose 4-5 times per day and manages his diabetes with an insulin pump. On (B)(6) 2014, the patient tested on the subject meter and received readings of ¿168, 212, 195, and 216¿ in the morning,which was high compared to his normal readings ranging from 80-120 mg/dl. He reportedly took insulin based on the alleged high readings, and subsequently developed low blood glucose symptoms described as ¿almost passed out, blurry vision, and mood swing.¿ the patient was able to administered self treatment with food and drink at the time of concern and felt better soon after. The patient tested again on the subject meter at around 8 am, and still had elevated blood glucose readings on the subject meter. During troubleshooting, the patient confirmed the unit of measurement was set correctly. The test strips were within the discard date. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after he took insulin based on the alleged inaccurate high readings.

Manufacturer narrative:
Follow-up # 2 ¿ (01/02/2015). Additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.